Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to low blood glucose. The customer's blood work was abnormal because of a bad urinary tract infection and liver cancer. The customer went back to the nursing home on (B)(6) 2016, where they got his blood glucose under control, but they could not get anything else under control and the customer had a heart attack. The customer passed away on (B)(6) 2016, in a nursing home. The caller stated that the cause of death was heart failure. The caller stated that the leading events to the customer's death were liver cancer, urinary tract infection, and low blood glucose. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected by the doctor on (B)(6) 2016, at the time of hospital admittance. The customer did not use sensors. The caller stated that the insulin pump got lost right after the customer's passing.